Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a cervical nerve ablation at an orthopedic center. The electrophysiologist ordered the patient's device to be programmed at voo at eighty beats per minute and detection turned off for the procedure. The defibrillation pads were placed on the patient and the patient was monitored by anesthesia. The procedure was performed and the device programmed back to pre-procedure settings. When the patient was rolled over, the patient was grey and unresponsive. The patient was bagged and cardio-pulmonary resuscitation performed. The patient's rhythm throughout remained paced and no arrhythmic events were noted. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.